Event description:
It was reported during an ablation procedure, a fluid leak was noted at the contract point between the side port and handle of the introducer. The physician noticed the leak immediately after transseptal puncture and exchanged the mullins for an agilis introducer while flushing sheath. No resistance was noted. Upon removal from the pt, no abnormality was noted and on the agilis introducer. The leak was noted and/near handle and side port. A new agilis introducer was used to continue the case with no pt complications.

Manufacturer narrative:
Visual inspection revealed blood on and inside of the returned device. The shaft was noticeably loose on the handle. The catheter was not able to deflect any shape. The catheter's handle assembly was opened to view the internal components, which revealed the catheter shaft had broken within the handle and the retaining clip was still securing within the handle. A section of braid wire and adhesive were missing from the separated shaft sections. The missing section was not returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The missing section of the sheath was the cause of the leak. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors or environmental factors. If additional, relevant info is available, a supplemental medwatch report will be filed.